Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The returned threaded cannulated wire was found fractured at the distal end within the threaded section, approximately 30 mm from the tip. Examination of the fracture surface indicates a brittle failure mode, characterized by the absence of plastic deformation. The observed features suggest that the breakage was primarily caused by the application of excessive torsional overload during use.a dimensional inspection was conducted for the return device, and it was found to be within specification. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the available information, the root cause can be attributed to user related as the breakage is brittle in nature caused by application high torsional load. If more information is provided, the case will be reassessed.

Event description:
It was reported that, the drill broke during use leaving fragments inside the body. In addition to the drill, the guide wire also broke. No further information was provided.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, the drill broke during use leaving fragments inside the body. In addition to the drill, the guide wire also broke. No further information was provided.